Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A clinical manager reported an intraocular lens (iol) that was exchanged due to vision remaining cloudy in the patient's eye. The iol was decentered and was not able to be repositioned.

Manufacturer narrative:
Product evaluation: additional information was provided, which indicated an unspecified delivery system was used with the viscoelastic. The lens model was 27.5 diopter, and is only qualified for use with a specific cartridge/viscoelastic combination. It is unknown if the approved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause.